Event description:
It was reported that when the device with a reload cartridge was used during an "ilectomy", the device locked out during the procedure. Another device was used to complete the case. The pt had a fistula after the surgery and was treated with medicines without the need for more surgery.